Event description:
It was reported by repair work order that the head section will not extend due to the left side pin not adjusting when the release handles are activated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.